Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent during a procedure. It was reported that the stent failed to cross the lesion and stent deformation occurred. It is indicated that the stent failed to cross the lesion due to it exhibiting difficult calcification. No patient injury was reported.

Manufacturer narrative:
It was a heavily calcified lesion. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Multiple attempted crosses were made. Inspection after removal showed frayed stent due to calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th to the 9th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.